Event description:
It was reported to boston scientific corporation that an auriga xl 4007 console and two lighttrail single use laser fibers were used during a flexible ureteroscopy procedure to treat kidney stones on (B)(6) 2021. During the procedure, when the physician was about to use the fiber, error code 1103- "fiber identification failed" displayed on the auriga console, making it impossible to use the first laser fiber. A second lighttrail single use laser fiber was opened for the procedure, however this laser fiber was also not able to be used due to the console error message. The procedure was unable to be completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf medical device code a27 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information a supplemental MDR will be filed.

Event description:
Note: this manufacturer report pertains to an auriga xl 4007 console and two lighttrail single use laser fibers that were used during the same procedure. Please refer manufacturer report number 3005099803-2021-05600, manufacturer report number 3005099803-2021-05601, and manufacturer report 3005099803-2021-05602 for the associated device information. It was reported to boston scientific corporation that an auriga xl 4007 console and two lighttrail single use laser fibers were used during a flexible ureteroscopy procedure to treat kidney stones on (B)(6) 2021. During the procedure, when the physician was about to use the fiber, error code 1103- "fiber identification failed" displayed on the auriga console, making it impossible to use the first laser fiber. A second lighttrail single use laser fiber was opened for the procedure, however this laser fiber was also not able to be used due to the console error message. The procedure was unable to be completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf medical device code a27 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: the returned lighttrail single use laser fiber was analyzed and a visual evaluation noted that the device was returned in one piece. The fiber measures 310.2 cm from the end of the connector to the end of the exposed glass tip. The exposed glass tip measured 6 mm and appeared in good condition. Light from the sma connector was bright and round, indicating no fractures within the fiber connector. A functional evaluation found that when the sma connector was connected to the laser console, the fiber rfid was able to be recognized and the console message was "please dispose applicator after usage." The reported event of fiber connection issue was not confirmed. Based on all available information, it was observed that the lighttrail single use laser fiber was able to connect to and the rfid was able to be recognized by the console. Additionally, the exposed glass tip was observed in good condition. The complaint could not be confirmed and there is evidence from the product analysis indicated there was no issue with the fiber connection to the console. Therefore, the most probable cause assigned is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information a supplemental MDR will be filed.

Event description:
Note: this manufacturer report pertains to an auriga xl 4007 console and two lighttrail single use laser fibers that were used during the same procedure. Manufacturer report number 3005099803-2021-05600, manufacturer report number 3005099803-2021-05601, and for the associated device information. It was reported to boston scientific corporation that an auriga xl 4007 console and two lighttrail single use laser fibers were used during a flexible ureteroscopy procedure to treat kidney stones on (B)(6) 2021. During the procedure, when the physician was about to use the fiber, error code 1103- "fiber identification failed" displayed on the auriga console, making it impossible to use the first laser fiber. A second lighttrail single use laser fiber was opened for the procedure, however this laser fiber was also not able to be used due to the console error message. The procedure was unable to be completed due to this event. There were no patient complications reported as a result of this event.